Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was physically damaged bedside and computer/analog boards. The l602 inductor was physically knocked off the bedside board and the r644 resistor was physically knocked off the computer/analog board. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem and reported that it was unable to power on.